Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip.

Event description:
The customer reported via phone call the insulin pump had cosmetic damage. The customer¿s blood glucose level was 187mg/dl at the time of incident. The insulin pump is being replaced and is expected to return for analysis.